Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, and electrical test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the second electrode was damaged, it was found separated from the tip, leaving the electrical wires exposed. The device was connected to carto 3 system, and was recognized and visualized, however, signal noise was detected at the second electrode. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The electrode damage could be related to the noise issue and resistance with the sheath reported by the customer; therefore, the customer complaints were confirmed. The potential cause of the electrode damage could be related to the manipulation of the device during the procedure; however, this could not be determined. The carto® 3 system instructions for use contain the following recommendation to minimize ECG noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) cardiac ablation procedure with a thermocool smarttouch sf (stsf) catheter and during the middle of the procedure, there was some resistance with the carto vizigo® sheath. The physician pulled the catheter from the patient to inspect, and after re-introducing the catheter to the patient, there was noise on the distal electrode. The stsf catheter was replaced, and the issue was resolved and the procedure continued. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. Additional information indicated that there was resistance when inserting and withdrawing the catheter. The catheter was able to move within the sheath. There was no damage to catheter. The introducer was inserted adequately into sheath hub before introducing the catheter. There was no resistance when inserting introducer into sheath hub. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, visual inspection, a visual inspection, and electrical test of the returned device were performed. Visual analysis revealed that the second electrode was damaged, it was found separated from the tip, leaving the electrical wires exposed. This finding is MDR reportable.